Event description:
It was reported that the patient presented in-clinic after experiencing inappropriate atp and inappropriate shock therapy due to a trigeminal rhythm. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.